Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not flow during infusion. The device had been filled with 48 ml of morphine hydrochloride and haloperidol. The reporter stated that after the device was connected to the patient for 12 hours, the device was noted to not have infused. No air bubbles or drug crystallization was observed. Priming was not performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured january 21, 2016 ¿ january 26, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be with in specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.